Event description:
It was reported the device exhibited a "cassette not attached" message. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. "High alarm displayed: cassette not attached properly", "high alarm displayed: upstream occlusion" and "high alarm displayed: downstream occlusion" alarms found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that either a faulty dso or uso sensor was the root cause. The dso and uso sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.